Event description:
It was reported that the procedure was cancelled. A rotablator console kit assy gen 230v was selected for use. Before the procedure, it was noted that the high and low speeds could not be switched. The console had dynaglide mode malfunction. The procedure was not completed due to this event. No complications were reported and the patient was stable post procedure.